Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted into a pt for the endovascular treatment of a 4.9 cm abdominal aortic aneurysm in 2003. Vessel tortuosity and calcification were moderate. The distance between the aortic neck and the aneurysm was 5 mm to 1 cm, which is less than recommended by the instruction for use. It was reported that the physician proceeded with the implanting of the stent graft. It was reported the physician pulled the device down and the device slipped in the aneurysm sac. It was reported the pt was a good candidate for open surgical repair. The physician elected to convert the pt to open surgical repair. Then device was discarded by the user facility. No clinical sequelae were reported, and the pt is reported to be fine.